Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Unknown when patient pain started. This report is for unknown screws/unknown lot number. Original implant date unknown. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a orif procedure took place. The patient had a lcp distal femur plate in place that had been in place for several years. The fracture had repaired without issue but the placement of the plate was causing some impingement pain with his patella. Therefore it was planned to remove the plate with a potential exchange if required. The plate was titanium and the majority of the screws were removed without issue. One was difficult but did come out and one did not come out as planned. The surgeon tried using a conical extraction bolt but this sheared off. There was only one screw left as he tried to pull it out along its entry path, unfortunately, this caused an iatrogenic fracture. It was decided to plate this fracture with a narrow large fragment plate. Unknown how long surgery was prolonged. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
The device is no longer expected for return; it has been disposed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report will address the reported pain that prompted revision. The intra-operative events will be reported under (B)(4). This report is for an unknown quantity of unknown screws.